Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The cause of the discordant amm results is non standard use in dilution of below assay range amm results. Siemens headquarters support center evaluated the information provided. The customer had incorrectly diluted the samples when they saw the assay range flag, they thought it meant the results were high. The manual dilutions run by the customer over diluted the sample into the below assay range area of the assay curve resulting in noise measurements. The customer was also asked if they has been having abnormal assay flags and low qc results. The customer replied that they had. Siemens healthcare diagnostics is conducting a recall for the dimension® ammonia flex® reagent cartridge/amm df119 (smn # 10711991) kit lots (fb7152, eb7180, ba7194, ea7223, ba7250) and dimension vista® ammonia flex® reagent cartridge / amm k3119 (smn #(B)(4)) kit lots (16187be, 16225bb,16265ab). Siemens healthcare diagnostics has determined that dimension amm (df119) flex reagent cartridge lots fb7152, eb7180, ba7194, ea7223, ba7250 and dimension vista amm (k3119) flex reagent cartridge flex lots 16187be, 16225bb, 16265ab do not meet the 60-day calibration interval claim due to reagent instability and results may show an abnormal assay. These lots may exhibit accuracy shifts for patient and/or quality control results; which may cause laboratories to recalibrate more frequently than the 60-day claim in the instructions for use (IFU). An urgent field safety notices (ufsn's) dc17-01.a.ous.dm and dc 17.01a.ous.dmv were sent to ous customers and an urgent medical device recalls (umdr's) dc17-01.a.us.dm and dc 17.01a.us.dmv were sent to us customers in december 2016. The ufsn and umdr informs the customers to discontinue use of and discard the affected kit lot. Siemens recommends using an alternate lot of dimension or dimension vista amm siemens is currently investigating the root cause of this issue.

Event description:
Discordant high ammonia (amm) results were obtained on a patient's samples on the dimension exl 200system. The patient results were reported to the physician who questioned the results. A redraw sample was tested on the same instrument without performing dilutions and a lower result was obtained and reported. The lower result was in accord with physician expectations. There is no indication that patient treatment was altered or prescribed on the basis of the discordant high amm results. There was no report of adverse health consequences as a result of the discordant high amm results.